Manufacturer narrative:
The device involved in this MDR report is not approved in the united states; however, it is similar to a device manufactured by microport crm that was cleared or approved by FDA for marketing in the united states.

Event description:
Reportedly, episodes of noise were observed. A chest x-ray did not reveal any significant abnormalities. The device was tested using provocative maneuvers but the noise was not reproduced. The patient denied using any equipment or machinery that could cause electromagnetic interferences (emi).